Event description:
A customer reports a scratch/mark was noted on the intraocular lens (iol). It is not known whether pt impact/injury is associated with this report. Additional information has been requested.